Event description:
The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician attempted to direct stent the vessel and the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.